Event description:
Pt reporting 2 cassettes (lot: 4257091) malfunctioned (details not given) this month (dates not provided). Pt kept one cassette for return if needed. Cassettes were not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement cassettes and pt will hold on to one malfunctioning cassette if needed. Pt does have back up supplies. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unknown. This is a continuous infusion. No additional information is available at this time. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; pt has one of the two, did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.